Event description:
Neuropathy [neuropathy peripheral], handicapped, in a wheelchair [disability], quadraplegic [quadriplegia], face looks like it has bruises on it [contusion], fibromyalgia [fibromyalgia], entire body is broke out [dermatitis], tingling in feet [paraesthesia], numbness feet and hands, legs always numb [hypoaesthesia], passing out [loss of consciousness], memory loss [amnesia], mouth rash [rash], mouth breaking open [stomatitis], feeling yucky/just out of it [feeling abnormal], test showed a weakness to fixodent [investigation abnormal], when grazing fingers over skin, could only feel half sensation [paraesthesia]. Case description: a consumer reported that they, a female age unspecified, used fixodent denture adhesive, form/version unk since she was (B)(6) of age and reported the following: neuropathy, face looks like it has bruises on it, fibromyalgia, entire body is broke out, tingling in feet, handicapped - in a wheel chair now. She stated that her physicians did not know the cause of her symptoms. Treatment: not specified. The case outcome was not recovered/not resolved. No further info was provided. On (B)(6) 2009 update: details revealed in a review of the initial contact of (B)(6) 2009: the consumer reported that she used fixodent denture adhesive original concurrently with fixodent denture adhesive free and poligrip; concomitant medications included: "blood pressure pill" and "dizzy pill." Add'l symptoms reported: quadraplegic, numbness in feet and hands, legs always numb, passing out, memory loss, mouth rash, mouth breaking open, feeling yucky/just out of it, weakness to fixodent, in a wheelchair, and when grazing fingers over skin, could only feel half sensation. The consumer stated that a kinesiology test by a chiropractor revealed weakness. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore unable to proceed with batch retain testing or product investigation. PMA/510(k) # k945200.